Event description:
A surgeon reported that during a cataract extraction procedure, the pt experienced a sudden shallowing of the anterior chamber, which fully collapsed while removing the last nuclear quadrant. During setup for a vitrectomy, the surgeon could not visualize the cutter opening or closing, but could hear the pneumatic pump sound associated with a vitrectomy. After five minutes of troubleshooting, the vitrectomy portion of the case was aborted. The pt will undergo a secondary procedure to complete the case. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).